Event description:
It was reported that during a da vinci-assisted gastrectomy proximal surgical procedure, the vessel sealer extend (vse) was observed to be unstable. The customer received phone assistance from the intuitive technical service engineer (tse).tse reviewed the logs and noted engagement issues. The customer was advised to reseat the vse firmly onto the universal surgical manipulator (usm). After the vse was ready the sealing was unstable and sometimes strong enough. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the vessel sealer extend (vse) instrument was reinstalled after engagement failure; however, unstable sealing issue occurred. Sealing cycle was completed. Biclamp setting was set up on the vio dv iesu. There was no tissue damage due to the reported issue. The customer used a backup vse to continue with the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to confirm the reported event. Fse noted that there was a possibility that the electric scalpel device was malfunctioning. Fse replaced the integrated electrical surgical unit (iesu). There was no abnormality in the operation check. The system was tested and verified as ready for use. Isi did receive iesu and was analyzed but, the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments.

Manufacturer narrative:
The integrated electro surgical unit (iesu)¿vio dv was further analyzed by the original equipment manufacturer (OEM), but the reported failure could not be reproduced. All the sockets was verified with their functionality and all the monopolar and bipolar sockets passed the recognition and detection testing's, as well as producing stable outputs that were within tolerance. During the initial evaluation, m-bo code constantly occurred from the error listing, which commonly associated with the grounding pads malfunction and/or incorrect settings for neutral socket. As a proactive measure, a system calibration was executed ensuring all the parameters are within the specifications. There was no fault found and the unit was functioning as intended.

Event description:
Refer to h10/h11 for follow-up information.